Manufacturer narrative:
Upon return of the ins analysis found no significant anomaly. The ins battery was at normal end of life and telemetry and output was okay.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was replaced due to battery depletion. The battery depletion was considered normal. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3888, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that therapy was not covering the patient's pain in his low back. The patient had this pain since he had gotten the implant. This was occurring daily and the patient wanted to get the device taken out since he did not think it was helping. A longevity calculation was requested to determine how much life was left in the implantable neurostimulator (ins). Patient settings were 1 group, 2 programs; program 1 was 7.25v, 330 pw, 50 hz, 1+1- and program 2 was 1.1v, 330pw, 50hz and 1+1-. The patient ran 24 hours a day and longevity calculation estimated beginning of life to end of life to be 13 months. The battery was showing 2.770 on the clinician programmer. The healthcare professional wanted to try turning stimulation off to see if the patient noticed a change. The patient was deciding whether or no he wanted the system replaced. Additional information from the health care professional of the clinical study reported the patient was reprogrammed in (B)(6) 2014. The patient had been experiencing limb pain and the referred pain down the lateral right thing had increased. The patient also experienced increased lumbar pain with referred pain down left leg secondary to facet arthropathy. The event was not considered resolved. The device was to be explanted in the future due to study closure however the procedure had not been scheduled yet. Later the healthcare professional (hcp) of a clinical study reported that interrogation record from (B)(6) 2014 indicate high impedance on electrode 12. No actions were taken as an intervention. The outcome was ongoing with no further action needed. The event was noted as not applicable in relation to the device or therapy. The event was possibly related to the implant procedure. No signs and symptoms were related to the event.